Manufacturer narrative:
(B)(4). Eval, results: root cause undetermined. Eval summary: the device was returned to medtronic for eval. On review of the returned device, the balloon had been inflated and the stent was not present. There was a clear liquid and a hardened, crystallized substance present in the balloon and the inflation lumen. There was a blockage in the inner lumen 14.5 cm distal to the strain relief. There were traces of crystallized residue at the entry to the guide wire port in the luer. Negative purge was performed, however, no leak was detected. The balloon was inflated to rated burst pressure (16 atmospheres) and maintained pressure with no abnormalities noted. Visual inspection of the luer area and the catheter shaft confirmed there was no leak present. There was no physical damage noted to the device.

Event description:
An endeavor sprint over the wire (otw) drug-eluting coronary stent delivery system length 12 mm, diameter 2.5 mm was used to treat distal lesion with moderate tortuosity. The account reported that the stent was successfully delivered and deployed using the device. However, the balloon showed some leakage back through the stopcock, although the inflation device maintained pressure. The account also reported that contrast could not be seen in the balloon. Info received from the account confirmed that negative purge was completed on the device prior to use with no abnormalities noted. The device was inspected prior to insertion with no issues noted. Based on the ino provided by the account, it appears that the device performed according to specification requirements. Extensive testing was unable to duplicate the clinical observation. Pt was reported to be fine post procedure and no clinical sequelae have been reported.